Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with no apparent damage and with four ecr60w cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staples were unformed at the fourth firing on the small intestine pouch. The unformed shape was looked like an earthworm, and it was occurred at the tip side. The tissue high was usual. Another device was used to complete the case. There were no adverse consequences to the patient.